Manufacturer narrative:
Device passed the displacement test however compromised force sensor system alarm during prime or compromised force sensor system alarm test and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was 142 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.